Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Specific medical intervention was not specified. However, it is alleged that the patient was hospitalized over 30 times for respiratory tract irritation, dizziness, headache, nausea, vomiting, and upper respiratory failure. The patient required oxygen 24/7 and needs to be put on the lung transplant list. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.